Event description:
During a surgical procedure it seemed to spark. The surgeon noticed a burn mark inside the ceramic tip. No injury to the patient.

Manufacturer narrative:
Visual inspection of the instrument confirms burn marks on the inside of the ceramic tip. The tip is still in tacked with no chips or cracks. The balance of the instrument is in good physical condition. Due to the presence of the burn mark inside the ceramic tip the cause of this failure is determined to be cause by the customer. Common causes of ceramic tip damage as determined from prior investigations are noted below: exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material.